Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: not applicable. There is no indication that the lens has been explanted. Brand name: unknown, as model number was not provided. Serial #: unknown, was not provided. Expiration date: unknown, as serial number was not provided. UDI#: unknown, as serial number was not provided. The device has not been returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device can not be performed as a model and serial number for the lens was not provided. If there is any further relevant information obtained, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a patient is a year out from a toric intraocular lens (iol) implant. The lens appears to be opacifying. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that lens zct225 +19.0, serial number (B)(4), was successfully implanted on (B)(6) 2016 into the patient's left eye. Visual symptoms were first reported to the surgeon on (B)(6) 2018. To date the lens remains implanted. The following fields were updated: age/date of birth: (B)(6) 1947. Sex/gender: male. Date of event: (B)(6) 2018. Brand name: tecnis. Serial #: (B)(4). Model #: zct225. Catalog #: zct225u190. Expiration date: 5/11/2017. UDI#: (B)(4). If implanted, give date: (B)(6) 2016. Device manufacture date: 6/11/2013. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.